Event description:
It was reported by a patient that she underwent a gynecological procedure on (B)(6) 2008 to treat uterovaginal prolapse and mesh was used. The patient experienced pain and it was determined that the patient has a mechanical failure from a hysterectomy procedure. The patient reports having violent attacks which feel like her body is rejecting something. The surgeon stated that the mesh has eroded into other organs. On (B)(6) 2009 a portion of the mesh was removed along with some bowel. The surgeon was unable to completely explant the mesh.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. It was reported that the reoperation on (B)(4) 2009 was due to a small bowel obstruction. During the procedure, the surgeon found dense adhesions along with bowel that was ingrown into the mesh and a band that formed between the colon and left ovarian tube which constricted the small bowel fixed to the pelvis. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-04303. The same patient is represented in each medwatch.